Manufacturer narrative:
The results of this investigation are still pending, and will be communicated to FDA within 30 days of its conclusion.

Event description:
Upon PICC line insertion, guidewire got stuck when trying to remove it. Required force to remove, upon removal PICC was pulled out by aproximately 8 cm leaving it malpositioned and needing to be removed and another PICC placed. This resulted in a second poke for the infant (painful procedure, infection risk).

Event description:
Upon PICC line insertion, guidewire got stuck when trying to remove it. Required ++ force to remove, upon removal PICC was pulled out by aproximately 8 cm leaving it malpositioned and needing to be removed and another PICC placed. This resulted in a second poke for the infant (painful procedure, infection risk).

Manufacturer narrative:
The complaint was forwarded to our parent company in germany for their evaluation. The investigation summary is as follows: due to the missing sample, the root cause of this issue could not be confirmed. The following information is provided in the product IFU regarding problems during stylet removal. Caution: "do not apply direct pressure over the catheter if there is a guidewire in situ during insertion. This may cause the guidewire to become kinked and will make it extremely difficult to withdraw the guidewire from the catheter. Stabilize catheter at the hub and slowly remove guidewire from the catheter using a steady, gentle force." Caution: "in order to remove the stylet, disconnect between the t-piece and catheter hub, do not try and remove the cap. If difficulty is experienced stop, let vein rest for a minute and try removal again very slowly. Gentle flushing of the catheter with saline may assist in guidewire removal." A review of the batch history records was performed, and no deviations were found. The batches complied to its specification and was released. Each catheter is flow and leak tested during production. Visual tests and incoming goods inspections are carried out with no exceptions found. We received four complaints for batch no. 8091216 and five complaints for batch no. 8068758 in total. This is the first complaint received regarding a stylet stuck in the premicath catheter tube during its removal on code (B)(4) within the last three years. Corrective action: due to the missing sample, the root cause of this issue could not be confirmed. Therefore, no further corrective action initiated by quality management at this time.